Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a knot in the lock line resulting in difficult removal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was positioned on the mitral leaflet. During deployment a knot was noted on the lock line in the lock lever resulting in difficult removal. Troubleshooting was successful and the clip was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported physical resistance/ sticking (difficult lock line removal) appears to be related to the reported lock line knot. A cause of the reported material deformation (formation of knot in lock line) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.